Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having revision knee surgery for a probable loose tibia based on pain and radiolucent lines around cement mantle on tibia on xray. The tibia appeared to be placed in varus alignment. The surgeon was able to remove the tibia with minimal effort and he believed the femur was loose as well. Both were removed. Both femoral and the tibial tray were loose at the cement to implant and bone to cement interface. Cement manufacturer is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2019, left knee.